Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, loss of sensing, loss of pacing, and high, out of range pacing impedance were observed. The patient was asymptomatic. During lead revision, the set screw was not set down and the lead easily retracted from the header. The lead was reset into the header of the device and was secured after the set screw was tightened. The device remains implanted. The patient was stable before, during, and after the procedure.